Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that during an ipg replacement procedure (MFR. Report number 3006630150-2022-02106), the physician observed that one of the patients lead tail was kinked and the other tail appeared to be frayed.